Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the hcp thought the patient's first pump was flipped because they had a difficult time locating the refill port. It was noted the nurse did not have any difficulty filling the pump and thinks the hcp at the time was not familiar with the best spot to fill the pump. The patient mentioned the current pump was easier to fill than the last on.